Event description:
The product was used during an anterior resection procedure. Reportedly, the instrument did not cut and was difficult to remove from the cavity. The surgeon resected the anvil from the pt and sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.